Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.  Please reference manufacturer report no. 2015691-2019-04076.

Event description:
A 26 mm ultra delivery system with two esheaths (16f and 14f) were returned with no identification or associated complaint. During pre-decontamination evaluation, a radial and longitudinal burst was observed on the 26 mm ultra delivery system and the tip of the 16f esheath was observed to be broken and missing. Note: this description pertains to the damaged esheath.

Manufacturer narrative:
Additional information: h6 and h10. Section h10: the esheath was returned to edwards lifesciences for evaluation. The device underwent visual and dimensional analysis. During visual inspection, the introducer tip was observed to be broken. The distal tip was not returned. No scratches and other abnormalities were observed. Due to the nature of the complaint, no relevant dimensional or functional testing was able to be performed. The complaint was confirmed by visual inspection. No relevant photographs, videos, or imagery were provided to edwards lifesciences for review. During manufacturing, the introducer was 100% inspected by manufacturing and quality. The introducer and dilator sheath assembly procedure was followed in order to ensure distal tip and shaft integrity. These inspections describe above support that is unlikely a manufacturing non-conformance was the source of the complaint. A device history record (DHR) and lot history review were unable to be performed as the lot number was not provided. A review of the complaint history from november 2018 to october 2019 revealed two other complaints for the edwards esheath introducer set (all models and sizes) for the reported event. One investigation was completed and the second is pending. Due to the unavailability of the second device, it could not be determined if a manufacturing nonconformance contributed to the reported event. The review of complaint data found that the complaint rate did not exceed the october 2019 control limit for the trend category. The ultra delivery system (IFU), the prepping manual, and ultra thv system with esheath procedural manual supplement were reviewed for instructions or guidance for proper use of the ultra delivery system. Based on a review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed through visual inspection of the returned device. Investigation of the complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the introducer has proper inspections in place to detect issues related to the complaint event. There is insufficient information to determine a definitive root cause as no patient or procedural information was provided. However, replication studies for this failure mode were previously performed on similar devices. The studies were able to replicate the introducer tip separation when the guidewire was inserted at a 45-degree angle. The introducer tip split and detached for three of the four samples tested. The fourth sample introducer had a longitudinal split which propagated to a radial tear along the introducer shaft. In this sample, the tip did not detach and separate. Additional follow up with the introducer supplier was also conducted, which revealed that it was unlikely that a supplier non-conformance led to the reported event. The supplier investigated the manufacturing process and inspection and did not identify any critical issues that may have contributed to the reported event. A replication study was also performed (bend and fatigue test) and was unable to replicate the failure. The separation was replicated only after multiple bends until failure, but the appearance of the separation differed than the complaint. Based on the investigation, it is possible that procedural factors (insertion of guidewire at an angle) contributed to the reported event, however, a definitive root cause is unable to be determined at this time. Review of complaint data did not exceed the monthly trigger for this event. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventive action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.